Event description:
The ptd was being used in a declot procedure of a straight av graft with a large "pseudo-aneurysm". The physician made four or five passes. While advancing the device over the wire guide, resistance was met. Under fluoroscopy, the physician pulled back and discovered that the tip of the device was lying in the graft. The tip was then removed with a snare device. There were no pt complications.